Event description:
Per the clinic, the patient reported poor performance with device use. An imaging showed tip foldover and the device was explanted on (B)(6) 2023. The patient was re-implanted with a new cochlear device during the same surgery.